Event description:
Rptr had two breast implants. She had hemorrhaging in both breasts within seven days, relieved by syringe and capsular contraction within six months. This was followed by severe headaches, depression, hypertension, lymphadenopathy, arthritis, degenerative disc disease, heart disease, muscle spasms, "unstable" bladder, urinary tract infections, (cultures negative), left renal stone, calcified mesenteric node, mouth lesions, hair loss, irritable bowel syndrome, chronic fatigue and sle (lupus).